Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded system software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system would not boot up when the system was taken out of room to send images to pacs. There was no report of patient injury.